Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin and passed motor test. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and stripped battery cap coin slot.

Event description:
It was reported that the insulin pump alarmed motor error during. It was stated that the alarm might have occurred during the night; customer noticed it when waking up. Customer had high blood glucose and was not feeling well; took medicine, drank water and blood glucose level came down. The device was not exposed to a magnetic field. Customer was disconnected from the insulin pump. They had changed the site several times but motor error alarm keeps showing. Customer does not use the sensor feature and is able to complete the rewind sequence. Current blood glucose value was 59 mg/dl due to exercising. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.